Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient wore fitted clothing for the first time, tights and a skirt, and the area over the battery is extremely tender. It is a sharp pain. The skin over the battery is what hurts but not the whole area. The patient had a doctor appointment on wednesday. The patient also reported that since her last programming she has had issues. The patient said that they will be walking along and all of a sudden it will jump .5 volts. The patient stated that they are typically at 2.0 or 2.1 volts and it will go to 2.5 or 2.6. The patient said it will say upright, but not mobile. The patient stated that most of the time it is fine, but sometimes it will wake the patient up at night. The patient stated that they usually have to shut it off or change positions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.